Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was exercised for 24 hours and no issues were duplicated. After the duration test the pump was manually rebooted and all the settings were still saved in the pump. The alleged issue could not be duplicated. Unrelated to the initial allegation, the cartridge compartment was damaged near the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's settings had completely reset after rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.